Event description:
It was reported that during a transluminal angioplasty treatment procedure a balloon rupture occurred. The wanda balloon broke and stayed "stanted" with a competitor guide after a transluminal angioplasty on a calcification. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated: device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR: the device was returned in sections on the guidewire. The shaft, distal to the proximal markerband, was severely stretched down onto the guidewire. An examination of the device found a complete balloon circumferential tear at the proximal edge of the proximal markerband. A break occurred in the shaft at 5.5cm distal to the distal edge of the proximal markerband. Another stretched section of the shaft measuring 4.2cm in length was stretched down onto the guidewire. A third section of the shaft break, including the distal markerband was positioned further down along the guidewire. This section measured 9.5cm in length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a transluminal angioplasty treatment procedure a balloon rupture occurred. The wanda balloon broke and stayed "stanted" with a competitor guide after a transluminal angioplasty on a calcification. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved u.s. Device.